Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file did not reveal a device related issue and a direct relationship between the device and the reported outcome could not be determined. Analysis of the log file provided by the account confirmed multiple elevations in pump power and estimated flow during on 13nov2020. Each of these elevations was captured during pulsatility index (pi) events; no atypical alarms were captured, and the pump operated above the low-speed limit for the duration of the log file. The log file appeared to show the system operating as intended. Multiple requests for additional information were sent to the customer; however, no additional information was provided. The pump was not returned for evaluation. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on 19mar2020. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists driveline, local, and pump pocket infection, renal failure, stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate ii lvas. The patient care and management section provides information on anticoagulation, including recommended inr values, and controlling infection. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. During a pi event, the pump speed automatically drops to the low-speed limit. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2020 while in hospice care. The cause of death was persistent multidrug resistant pseudomonas bacteremia, renal failure, occipital intracerebral hemorrhage, and gastrointestinal bleeding.